Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of small intestine resection, the surgeon clamped the tissue and started pushing the plastic knob, however could not fire the device. They removed the cartridge from the instrument, however the cartridge got to pieces. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.